Event description:
It was reported, the video system center digital visual interface signal output is not working. The issue occurred during general routine inspection. There were no reports of patient involvement.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: dust inside the unit and wire found corroded. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image from serial digital interface 1 and 2 was due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.